Event description:
The account alleged the bed exit does not set. No pt impact.

Manufacturer narrative:
The technician found the bed exit functioned as designed, user error. The technician in-serviced the account on the bed exit functions to resolve the issue.